Event description:
Surgeon reported a patient with post-op back and leg pain. X-rays of the patient showed changes in the position of the concord bullet cage. No action has been taken by the surgeon at this time. However rep indicated that a revision will likely be performed. As a result an MDR is being filed to document this event.

Manufacturer narrative:
X-rays were reviewed. No definitive conclusion can be made at this time. Listhesis may have place stress on the construct that compromised the effectiveness of device.